Event description:
It was reported to resmed (B)(4) that an astral device's touch screen became inoperable after it was physically damaged at the customer's site. There was no patient injury reported as a result of this incident. MFR ref: #3004604967-2015-00084.